Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure (name and date unknown). According to the complainant, the generator output was low during the procedure. Following the procedure, however, the biomedical engineer at the account tested the unit and found the output to be within specifications. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated the device will not be returned for analysis. Should any further relevant information become available, a supplemental medwatch will be filed.